Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and grade 5 functional tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. During the procedure, a steerable guide catheter (sgc) was used to implant a mitraclip xtw on the anterior-2/posterior-2 (a2/p2) leaflets, during deployment the clip opened to approximately x degrees while the actuator knob was turned. A mitraclip nt was then successfully implanted medially as planned to treat the medial jet. The sgc was retracted and a triclip steerable guide catheter (tsgc) was inserted. Upon the insertion of the tsgc, a thrombus was identified attached to the eustachian valve. The thrombus was attempted to be aspirated through the tsgc and a agilis nxt catheter but was unsuccessfully. The procedure was discontinued without implanting any triclips. The final mr was grade 1, the final tr remained at grade 5. There were no clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and grade 5 functional tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. During the procedure, a steerable guide catheter (sgc) was used to implant a mitraclip xtw on the anterior-2/posterior-2 (a2/p2) leaflets, during deployment the clip opened while the actuator knob was turned. A mitraclip nt was then successfully implanted medially as planned to treat the medial jet. The sgc was retracted and a triclip steerable guide catheter (tsgc) was inserted. Upon the insertion of the tsgc, a thrombus was identified attached to the eustachian valve. The thrombus was attempted to be aspirated through the tsgc and an agilis nxt catheter but was unsuccessfully. The procedure was discontinued without implanting any triclips. The final mr was grade 1, the final tr remained at grade 5. There were no clinically significant delays reported.